Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on and complete bootup steps. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump for insulin delivery, and technical support arranged shipment of replacement pump under warranty, confirmed shipping details and signature requirement, instructed customer to place problematic pump into storage mode and return it within specified time frame using provided materials, and advised customer to program pump settings and connect cgm on replacement pump.